Event description:
Per the clinic, the patient was under general anesthesia for a prolonged period of time, due to malfunctioning company loaned equipment. The equipment was replaced, and the patient underwent a second surgery the next day in 2009 successfully.

Manufacturer narrative:
.